Event description:
It was reported that the fiber was screwed in but the console's power shut off. The switch was turned off and then back on. A second fiber of another brand was tried, but the console kept shutting off. The surgery was stopped. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.